Event description:
Additional information was received: customer only identified an issue with the one lot number. Subsequent lot numbers so far seem to not be affected. They did not discover the problem until they were placing the midlines and was unable to administer the lidocaine. We dropped a needle onto the field so we could administer the lidocaine and completed the midline placement. There were no relevant tests or laboratory data.

Manufacturer narrative:
Other, other text: additional information: b5 and h6 - health impact code. Email is: regulatory.responses@icumed.com.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review cannot be performed because a lot number was not provided. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that the needle was not patent and unable to administer lidocaine. Back up needle from cart dropped on sterile field. No patient injury. Safety glide needle powerwand kit with lot number 307132 was invalid in database.

Manufacturer narrative:
B3: date of event, d4: catalog number, lot number, expiration date, UDI number, g5: 510k and 4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.